Event description:
Nurse at bedside to assess patient and decrease epinephrine gtt. Channel select button pushed and both the epinephrine and tpn channel stopped working and flashed communication error. I hit the pump in an attempt to get the chambers to communicate, restarted the pump and then without touching it, it shut off again. Pt's blood pressure went from 150's to 62. Charge nurse at bedside pushing saline to attempt to keep blood pressure up.